Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 596 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised there may have been a kink in the tubing so they changed out the tubing. Customer advised their blood glucose remained high and there was blood at the quick release portion in the cannula. Customer advised they treated their high blood glucose via manual injection. Customer experienced chest pain and missed work as a result of their high blood glucose. Customer advised they have two air bubbles in the tubing and also one air bubble in the reservoir. Customer advised their site was a little sore, it felt like there was a knot, some blood and a bruise was left.